Event description:
It was reported by the user facility that the tip of the wand broke off at the end of a knee arthroscopy procedure. The broken piece was removed and the joint was washed out. The staff were unable to locate any further pieces/ the procedure was completed without further incidence. There was a minimal surgical delay encountered, but the patient was not considered to be at any risk from due to the incident. Subject report indicates the facility will not be returning the wand to the manufacturer for analysis.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was made available. A lot numbers for the device was not provided, therefore, a manufacturer date, date of expiration, or DHR review cannot be provided.